Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated that the adhesive on his infusion set headset does not remain attached to his abdomen. He stated that he has experienced this since beginning use of the infusion set. He stated that, if there is any moisture on his skin and he "twists", the headset adhesive does not remain adhered to his skin. He reported that, as a result, he has experienced blood glucose concerns. In 2007, he reported a blood glucose value of 350 mg/dl that resulted after his headset came loose. He reported that his target blood glucose values are below 200 mg/dl. He reported symptoms of elevated blood glucose including "grogginess" and "fruity breath." He stated that he has tried four different types of dressings to keep his headset adhered to his abdomen. He stated that he has used mastisol and tegaderm to aid in adhering the headset. He noted that the situation has occurred across multiple lots and boxes of product. The pt stated that he does have hair on his abdomen. He was advised to trim the hair on his site down in order to ensure the headset adheres to his skin. To decrease his elevated blood glucose on the same day, he inserted a new headset. He then delivered a correction bolus of insulin using his infusion device. At the time of the report, he stated that his blood glucose level had been corrected. The pt was provided with an alternative infusion set to determine if the headset may adhere to his infusion site better based on his skin and perspiration. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.